Event description:
The patient claimed that the buttons on the keypad is not responding . The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad buttons were found to be responding appropriately to presses. The keypad was removed and no button contact defects were found. Unrelated to the complaint, moisture was visible in the display lens; a leak test was performed and the display lens was found to be leaking. The pump cover was removed and corrosion was found inside the pump on the vibration motor; this issue is not likely to cause an adverse event as the audible function was still working and the pump would still be able to alert the user of an issue..